Event description:
It was reported that the iab was inserted femorally prior to ptca. When connected to the pump, the balloon would not inflate. Therefore, the iab was removed and replaced. There were no patient complications.